Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: e2, e3, h4 and h6. Corrected fields: b5 and g2 (company representative, distributor and other are not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the broken power button could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center on/off button is broken. The issue occurred during maintenance. There were no reports of patient harm.

Event description:
It was observed during the device inspection, that the video system center exhibited power switch failure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found the following: top cover deformed; on/off button broken; software upgrade recommended; and the power switch was broken. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.